Event description:
A journal article was reviewed that contained information regarding this device. The article included the following failure modes: inappropriate shocks/detections, noise, syncope, oversensing, electromagnetic interference, and death. There is no direct correlation that this device had any or all of the failure modes. Follow-up yielded additional relevant information regarding this event in that the patient with this device expired due to a non-cardiac event. There is no allegation that the death was device related.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "a simplified biventricular defibrillator with fixed long detection intervals reduces implantable cardioverter defibrillator (ICD) interventions and heart failure hospitalizations in patients with non-ischaemic cardiomyopathy implanted for primary prevention: the relevant [role of long detection window programming in patients with left ventricular dysfunction, non-ischemic etiology in primary prevention treated with a biventricular ICD study." European heart journal. 2009;30(22):2758-2767.